Manufacturer narrative:
The lot number of the device was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device: unknown. The lot number was not provided. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that low speed and low flow events were noted by the vad coordinator. It was also reported that the patient has trouble tightening connections and thinks the events were due to double disconnects. The patient was asymptomatic. The manufacturer's technical services representative reviewed the log file and saw three low speed advisories and low flow alarms. The alarms appeared to have occurred after power was restored to the pump after a double disconnect and appeared to have occurred when the patient switched to the power module. Technical services also noted that on multiple occasions, the recorded voltage from the power module was less than the manufacturer's recommendation. It was recommended that the power module patient cable be replaced.

Manufacturer narrative:
Additional information. The device was not returned for evaluation. The patient cable was not available for evaluation. The report of low speed and low flow alarms was confirmed through analysis of the submitted system controller log file. The three episodes of low speed and low flow hazard alarms captured were associated with pump stoppages due to a complete loss of power to the system controller. The power cable disconnect alarms were captured prior to these pump stoppage events indicating that the system controller was operating on a single power cable prior to the event. The system parameters returned to normal once power was restored to the system controller. The power interruptions appeared to have occurred when the patient was switching between battery and power module support. Review of the log file also noted that the recorded voltage values from the power module were less than the manufacturer¿s specification on multiple occasions. A specific cause for the loss of power and pump stoppage events could not be conclusively determined without a full evaluation of the system components which were in use at the time of the events. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the issue with tightening connections was patient related. The patient's fiance reportedly began checking to be sure the connections were tightened and no further issues were observed. It was also reported that the patient was provided with a new patient cable and retained the old patient cable.